Event description:
A (B)(6), male, pt, contacted zoll customer support to report constant check belt and check pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (check belt/check pad alarms) has been confirmed. The cause of the check belt/check pad alarms is a defective component q1 inside the ECG electrodes (a) and (b). The cause for the device q1 in both electrodes is a short. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the shorted components. The pt received a replacement electrode belt.